Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer's blood glucose (bg) level. During troubleshooting, the malfunction alarm was cleared, and insulin delivery was resumed successfully.

Manufacturer narrative:
Device not returned.